Manufacturer narrative:
Follow-up #1: date of submission 10/01/2015 - device evaluation: the pump has been returned and evaluated by product analysis on 09/14/2015 with the following findings: a review of the pump¿s black box showed two cs 064 alarms with high force occurring due to occlusion during prime. During testing, the pump ez-prime steps were performed correctly; no ¿cs064¿ alarm occurred during the investigation. The pump performed within specification. The pump case was removed and no intermittent conditions were found to the motor flex/connector. The complaint of a call service alarm issue was not duplicated during investigation.

Manufacturer narrative:
Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a call service alarm (cs 064) issue. It was reported that the pump emitted a cs 064 call service alarm during the rewind and load steps. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.